Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that he was driving and experienced a low blood glucose event. He stated that he ended up at a gas station and woke up with an IV. The ambulance had been called and stated that his blood glucose registered 20 to 25 mg/dl on their glucose meter. He stated that when the paramedics left his blood glucose was 100 mg/dl. The pt reported that he was afraid that his blood glucose would drop again so he ingested "a lot of candy". Within 45 minutes of eating the candy, his blood glucose registered over 600 mg/dl. The pt stated that he administered boluses through his infusion device to lower his blood glucose. He reported that later that day his blood glucose came down. He stated that he has been very busy and under more stress than normal. No product will be returned.